Manufacturer narrative:
The customer's device was returned to stryker for evaluation. The reported issue could not be verified or duplicated. The device was returned to the customer unrepaired as requested. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.